Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient needed to charge the ipg frequently (every day and won't stay charge for 24 hours). The patient is to follow up with the physician as a next course of action.

Event description:
Additional information received identified subsequently the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored postoperatively.